Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to high out-of-range shock impedance on the non-boston scientific right ventricular (rv) lead. The shock impedance was greater than 200 ohms. This product remains in service. No adverse patient effects were reported.